Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. Delivery was attempted with a second and third crystalens, however, these lens haptics also tore. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lenses, and suture the incision. A fourth crystalens was implanted successfully and the patient's prognosis is good, at the last visit in 2008, the patient's bcva was 20/20. Reference # 2031924-2008-00238 and #2031924-2008-00263.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the lens damage was related to use the lens injector system.